Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and a communication issue was observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's parent (customer is a child) reported the customer received multiple readings on his adc blood glucose meter, which were perceived to be erratic. Caller reported the customer received readings of 47 mg/dl and 77 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "a" zone, showing the difference in values to be clinically insignificant. It was further reported that on another day, the customer received a message 'lo' (reading less than 20 mg/dl) and a reading of 131 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer suffered a seizure and a loss of consciousness and was transported by his mother to a local health center. Customer was diagnosed with hypoglycemia and treated with glucose (unspecified route of administration). Customer was also reportedly "checked for any epilepsy episode with a tac" but results were found to be normal. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A final report will be submitted once additional information is obtained. Despite multiple attempts to clarify information, it is unknown when the patient was admitted into the hospital and released. Furthermore, it is unknown when the reported results of 'lo' and 131 mg/dl were obtained in relation to the reported hospitalization, diagnosis of hypoglycemia, and treatment of glucose. All pertinent information available to abbott diabetes care has been submitted.